Event description:
It was reported that the vns patient passed away on (B)(6) 2014. The cause of death and its relationship to vns are unknown. The patient visited the clinic the day before his death and was feeling fine and active. The next morning, the patient was found by a family member passed out on the floor and was transported to the hospital where he died shortly thereafter. Attempts for additional relevant information regarding the patient¿s death will be made.

Event description:
The funeral home reported that the vns devices were not explanted prior to cremation. The cause of death was reported to be due to a brain injury. The treating vns physician reported that the patient¿s cause of death was not related to vns therapy. The patient died unexpectedly and suddenly while in a reasonable state of health during normal activities. Details on how the brain injury was sustained was unknown, and the physician did not know if the death was directly caused by a seizure or status epilepticus.